Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the backup alarm failed alarm occurred during pre-use checking in the medical engineer (me) room. The customer reported that the unit was not in use on a patient. The alarm occurred during pre-use checking in the medical engineer (me) room. The customer contacted product support and requested a service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The reported phenomenon was not duplicated despite device checking. In the event log, "check vent: backup alarm failed" (diagnosis code 1104) was observed to have occurred. Therefore, the cpu board was replaced preventively. The software was confirmed to be version 2.30. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
Device repair information could not be obtained. Multiple attempts were made for repair information, but no response was received. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the cpu pcba and noted no damage or other anomalies. The board was placed into a pil v60 standard test bed (stb) for testing. The pil tech verified alarm code for backup alarm failed (1104) occurred once in the log on (B)(6) 2022. The error could not be duplicated in pil testing. The cpu pcba passed all engineering testing and all voltages required for proper operation of the system are well within specification. No problem could be found on the returned part in pil testing. The component was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.